Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, upon insertion of the enroute .014 wire, the wire bent as soon as it came out the tip of sheath. The physician exchanged for a new enroute .014 wire. The physician noted a small dissection at the tip of the sheath. The physician attempted to gain access with multiple wires, however, was unsuccessful. The flow reversal was stopped, arterial sheath removed, and pre-suture closed again. The physician made the decision to convert the procedure to carotid endarterectomy (cea) to resolve the reported event.